Event description:
Pt reported receiving a low battery warning three weeks previous. He indicated the night after receiving the warning, he woke up and the pump had stopped functioning. Pt stated, the power pack was approx 2 weeks old, at the time of the incident. He did not report any physiological effects associated with this issue. No medical assistance was reported. Product was not available to be returned for eval.

Manufacturer narrative:
Product not returned for evaluation.